Manufacturer narrative:
Additional information was added to d4 (expiration date), d9, h3, h6 and h10. H10: the actual device was received for evaluation. A visual inspection was performed which observed there was no damage to the carton or labeling, however, the cap was cracked. The freeze indicator showed that appropriate temperatures were maintained during shipping. The shrink wrap had been removed from the jar and the tamper evident label had been torn and twisted. There was no solution remaining in the jar and there were signs of water damage on the jar¿s label. Based on these observations, it appears as if the jar was removed from the carton and dropped during use causing the crack in the cap. The reported condition was verified. The cause of the condition was determined to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a peri-guard repair patch box was cracked which could compromise the sterility of the product. The damaged component was found during a medical procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.